Event description:
The customer reported that she had two foley catheters that she tried to use but both were defective in the balloon area. The first foley deflated immediately after inserting it causing leakage; the second foley lasted about an hour. There was no reported injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The customer reported that she had two foley catheters that she tried to use but both were defective in the balloon area. The first foley deflated immediately after inserting it causing leakage; the second foley lasted about an hour. There was no reported injury.

Manufacturer narrative:
Qn#(B)(4). The device lot number was not provided; therefore a DHR review could not be conducted. There was no complaint sample returned for investigation. Therefore, no physical assessment could be conducted. Due to no actual sample returned for this complaint, any further investigation was not possible. Moreover, lot number is not provided, hence DHR review could not be carried out. Therefore, this complaint could not be confirmed.